Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was 585mg/dl. The customer was experiencing unexplained high glucose for the past two days. Troubleshooting was performed. The customer's most recent glucose reading was 328mg/dl, and she has treated with the insulin pump and manual injections. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.